Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. It was reported that the report is missing a piece of information that it says should be there. Specifically, the report says to look at 3rd lesion intervention, but in that information was not available to the user. Technical support discussed this with the customer and explained what to do to get the 3rd intervention section to display. Steps (including a screen shot) were provided on how to do this (e.g., procedure narrative>interventions and select the intervention number). There was no report of patient injury. (B)(4).